Event description:
The pt experienced chronic fatigue and dyspnea related to increased pulmonary artery pressure secondary to a "small" 27mm valve. The valve was noted to be "tight" at implant. The valve was explanted and replaced with a 27ms-601, sjm valve (rts-029). At explant, the valve had thrombus in the anterior and posterior regions. There was a 2cm area of dehiscence "posteriorly"; however, a "moderate" amount of tissue ingrowth was noted in the valve. A tricupid ring was also implanted at this time.